Manufacturer narrative:
Product analysis results are: the exact cause of contrast seen outside of the left limb could not be conclusively determined from a single CT image provided. The exact type of the possible endoleak could not be determined. The pre-implant films, films during implant, and additional post implant films were not provided. It is possible that this could be type ii endoleak from patent lumbar artery, but the possibility of type iii endoleak from the stent grafts overlap junction cannot be ruled out. Continued from off-label, unapproved or contraindicated use (aortic neck angulation)

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft was implanted in a patient for the endovascular treatment of a 66.6 mm diameter abdominal aortic aneurysm. Another manufacturer&#38112;stent graft was also implanted. The three week postoperative follow-up CT scan showed leakage near the terminal site where the ipsilateral leg of main body and the other manufacturer&#38112;stent graft overlapped. A type iii endoleak was suspected and CT images were checked, and it was at the site where the main body and another manufacturer&#38112;stent graft were overlapped. Additionally, it seemed to be type ii endoleak coming from a lumber artery. There was a high possibility of type ii endoleak. The physician determined the cause of the event was anatomy (lumbar artery was not occluded). The patient will not require any additional treatment. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. No eval explain code. If information is provided in the future, a supplemental report will be issued.